Manufacturer narrative:
Image review: two static images were provided for review. Fluoroscopic valve load inspection was provided for two different valve loads and confirmed a misload by bent outflow crown/s each time. It was reported that a different valve was used and during deployment the valve was recaptured three times. It was reported that following recapture, the valve became stuck within the delivery catheter system and the valve was not fully recaptured. Of note, a fluoroscopic valve load inspection was not provided for the valve that was attempted to be implanted thus it is not possible to validate a good load. Additionally, per the event description, a fourth recapture was attempted which led to the malfunction reported. As stated in the device instructions for use (IFU), the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: FDA site and manufacturing ID b5 - event description d3 - manufacture name and address d4 - model #, catalog #, expiration date, lot # and UDI # continuation of d10: product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date na ; explant date na product ID l-envpro-14 (lot: 0011887763); product type: 0195-heart valves; implant date na ; explant date na product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date na ; explant date na h4 - device manufacture date h6 - method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to implant of this transcatheter bioprosthetic valve (j105294), a bent outflow strut was observed on fluoroscopic examination and a misload was reported with the delivery catheter system (dcs) (0011887763). During the implant with the new valve (f562260), the dcs (0011887763) was unable recapture completely.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve into a patient with severe aortic ste nosis, pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded and fluoroscopy inspection revealed a misload. The valve was reloaded, however, a misload was still noted. The valve was not used. A new valve was loaded and inserted into the patient. Three deployment attempts were made, however, the valve dislodged on each attempt. Following the third recapture, the valve was reported to have become stuck within the delivery catheter system (dcs). The dcs was not able to recapture the valve completely. The system was withdrawn to the descending aorta where the valve and dcs were pulled into the large bore sheath that was already in place. The valve and dcs were successfully withdrawn from the patient with no complications. A replacement valve and dcs were used. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutr-29 (serial: unknown); product type: 0195-heart valves; implant date na ; explant date na product ID l-envpro-14 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.